Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that occlusion alarms occurred. The customer¿s blood glucose (bg) level was "high". Although, specific value was not provided. Elevated bg was addressed by changing the pump supplies and resuming insulin delivery.